Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and blood glucose (bg) level over 500 mg/dl. Customer was treated with insulin injections and intravenous saline and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, an occlusion alarm and a cartridge alarm 30 had occurred during insulin delivery. Reportedly the customer reverted to manual injections for insulin therapy.